Event description:
It was reported that the balloon was difficult to remove. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 6.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During procedure, it was noted that resistance was felt during removal. After deflation, the shoulder of the balloon was caught and could not be restored. The balloon was slowly inflated and deflated until it was removed from the patient's body and the procedure was completed using this device. There was no patient injury.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded, which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10 atmospheres for 30 seconds using digital timer without issue. A vacuum was then applied. The inflation device was verified at 10 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure of 10 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. A visual examination was performed on the returned device. It was noted that an approximately 7mm section of the proximal end of one blade was detached from the balloon material. The detached section of blade was not returned for analysis. The remaining 13mm of the blade and the full blade pad was fully bonded to the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon was difficult to remove. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 6.00mmx2.0cmx135cm peripheral cutting balloon was selected for use. During procedure, it was noted that resistance was felt during removal. After deflation, the shoulder of the balloon was caught and could not be restored. The balloon was slowly inflated and deflated until it was removed from the patient's body and the procedure was completed using this device. There was no patient injury. It was further reported that the detached section of the blade was dropped outside the patient's body.